Manufacturer narrative:
(B)(6) 2023 it was reported that pt. Fell at home the day of implant/discharge, and low impedance was for both unipolar and bipolar. Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin into two segments. The inspection showed that the conductor coil and insulation were found squeezed and damaged 32 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. The insulation damages in this area were consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the fixation helix was found bent, which most likely resulted from the explantation procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 it was reported that pt. Fell at home the day of implant/discharge, and low impedance was for both unipolar and bipolar. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to low impedance (<200 ohms). No adverse patient events were reported. Should additional information be received, this file will be update.